Event description:
It was reported that one day post implant of the right ventricular (rv) lead, there was an increased to high impedance and increased threshold. The doctor suspected micro-dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.